Event description:
Pain during insertion, a shorter implant was chosen, implant wasn't completely covered with bone, thread tap used, complication in site preparation (hard bone quality), inadequate bone quality/quantity, pain.